Event description:
It was reported that a stent graft was unable to be deployed in an av graft; therefore, the stent graft was exchanged over the guidewire for new stent graft that was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide patient details and gave a correction to the original date of event, which was updated in the appropriate sections.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned and evaluated. The outer catheter was stretched 53mm from the strain relief. The stent graft was partially deployed and protruded approximately 1.5mm from the tip of the outer catheter. Bent struts were noted in the undeployed portion of the stent graft. An attempt to deploy the stent graft was not successful, as the inner catheter could not be moved relative to the outer sheath. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. The root cause could not be determined based upon available info.